Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR (B)(6) 2010. New information: analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a process irregularity of one conjugate concentrate lot used in this testpak lot. An urgent field safety notice was issued in (B)(6) 2010 and sent to customers who has ordered this lot recommending that they repeat all positive results above 0.07 ng/ml by an alternate method. The instrument is performing within specifications. No further evaluation of the device is required.